Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: reportedly, the package was correct. The product inside the packaging was wrong.

Manufacturer narrative:
Patient information is unknown. This report is for an unknown plate/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the left distal radius fracture and the trochanteric fracture took place. The patient was in concurrence with femoral trochanteric fracture. After the intramedullary nail was successfully fixed into the femur for femoral trochanteric fracture while the patient was being under anesthesia, the surgeon commenced to the surgery of the left distal radius. However, after the skin was incised it was discovered that the wrong implant (va tcp distal radius plate for right arm) had been delivered. The plate for the left arm was immediately ordered, but the surgeon eventually gave up waiting for the arrival of the correct plate, and the surgery was completed by pinning the distal radius with k-wire. Due to the event the surgery was delayed for sixty (60) minutes. This event is no allegation of product and for only reporting. This report is for an unknown plate. This is report 1 of 1 for (B)(4).